Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of emergency room visits was 464 mg/dl. Customer stated that she is a brittle diabetic and she was incoherent prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.